Event description:
It was reported by the patient's mother that the patient had been hospitalised at (B)(6) around (B)(6) 2026 (complainant could not recall exact date). The patient's mother reported that this hospitalisation was due to pancreatitis as well as their diabetes leading to the presence of ketones. The patient was wearing a pod at the time of hospitalisation. No blood glucose levels were reported. No symptoms were reported. The patient was reportedly treated with intravenous fluids and glucagon in addition to other medications that the complainant could not recall. The patient was discharged after two days. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.